Event description:
It was reported that during a surgical procedure, the articular surface did not lock as intended, causing difficulty for the surgeon. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown, tibial component, unknown lot. G2: foreign, event occurred in india. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; d9; g1; g3; g6; h1; h2; h3; h4; h6. The reported is confirmed though analysis the returned device. Visual examination of the returned product found the dovetail feature exhibits damage (flared out and compressed) the condyle surfaces exhibit minor nicks / scratches. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. The root cause is attributed to a failure to follow instructions. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.